Event description:
The anti-rotation keel broke off making it difficult for the surgeon to mall the correct stem orientation. This event did not cause any adverse consequence to the pt.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation indicate that the cause was attributed to a mfg error that was isolated to one lot of devices. Corrective action has since been implemented to preclude similar occurrences on newly mfg products.